Event description:
Boston scientific received information that this right atrial (ra) lead had been exhibiting noise on the presenting electrogram (egm). There had also been an atrial tachycardia response (atr) episodes with noise. Pacing impedance measurements were less than 200 ohms and an insulation issue was suspected. A revision procedure was performed and the ra lead was surgically abandoned. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.